Manufacturer narrative:
Intuitive surgical, inc (isi) received the units involved with this complaint and completed the device evaluation. The cfg, rac board was returned and the reported failure was confirmed. The cfg, rac board was installed onto a test system and it failed with error 25580 at first start-up. This problem was caused due to assy, fan being defective (not spinning). The assy, fan was replaced to correct the issue. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. If this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported during a da vinci assisted hysterectomy surgical procedure, kept on getting recoverable fault during case. Technical service engineer (tse) recommended removing the instruments and power cycle the system. The system was power cycled and issue returned the error became a hard fault. Clinical sales representative (csr) called back to report that the surgeon converted the procedure to laparoscopic. An isi field service engineer (fse) was dispatched to the facility and verified the error had occurred. To resolve the issue the fse moved remote arm controller (rac1) master tool manipulators (mtmr) to rac2 location and exchanged a new rac into the mtml location. The system was repaired by replacing the cfg, rac circuit board. System tested and verified to intuitive surgical (isi) specifications.